Event description:
Spoke with an unidentified person and he stated the problem with the optease vena cava had been resolved. He refused to provide additional information.

Manufacturer narrative:
Additional information was received and was updated. An unspecified professional called initially for medical information and additionally reported an adverse event. An optease vena cava filter was "placed hook-side facing the jugular instead of the femoral." No further events were reported. As treatment for this ongoing event, physician "plans to retrieve the filter using a sheath in the cava and removed through the jugular." A call was placed to (number removed) and spoke with a person that would not provide his name. I explained that I was calling from cordis complaint handling and was inquiring on whether any additional information could be provided on an optease vena cava filter complaint that was reported to medical affairs on (B)(4) 2011. The person on the phone stated that (name deleted) "had just scrubbed in" and was unavailable. He stated the problem with the optease vena cava had been resolved. He refused to provide further information. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural factors and the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product is not available for evaluation.the event date was unknown.additional information will be submitted within 30 days from receipt.

Event description:
An unspecified professional called initially for medical information and additionally reported an adverse event. An optease vena cava filter was "placed hookside facing the jugular instead of the femoral." No further events were reported. As treatment for this ongoing event, physician "plans to retrieve the filter using a sheath in the cava and removed through the jugular."